Event description:
It was reported that the subject device had water leakage. The issue was found during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device glass crack, component failure of the distal end cover glass, insertion part is dented, a component failure of the outer tube, defective universal cord, a component failure of the universal cord and abnormal image (multiple white spots on the image). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.